Event description:
Customer's mother reported receiving a lost sensor alarm. The blood glucose reading was 179 mg/dl. Customer's mother stated that the transmitter ID was correctly programmed into the insulin pump. Nothing further was reported.

Manufacturer narrative:
A64 alarm, lost sensor alarm and no communication with meter due to faulty y1 on rf board. Scratched display window and cracked reservoir tube.